Event description:
It was noted that the patient had the vns disabled due to bradycardia, and the patient is now having tachycardia. No additional relevant information has been received to date.

Event description:
Additional information was received indicating the patient's mother requested that the vns be disabled due to believing it was causing heart rate changes. The physician noted that with the vns off there has been no change, but the patient's mother prefers keeping the device off. No additional relevant information has been received to date.

Event description:
Additional information was received that the physician has determined the patient has an increased risk of sudep due to these low heart rate events, and the patient has been referred to a cardiologist for further assessment and possible intervention. No known relevant surgical/medical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient is having low heart rate events, which the patient's mother suspects may be related to the vns. Attempts have been made to obtain additional information; no additional relevant information has been received to date.